Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath clear was selected for use. However, a small tear was observed at the top of the packaging, compromising the sterility of the device. Therefore, the device was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned due to its disposal.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath clear was selected for use. However, a small tear was observed at the top of the packaging, compromising the sterility of the device. Therefore, the device was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned due to its disposal. It was further reported that there was a full puncture on the front of the clear packaging, a partial puncture on the clear side only, and no surface-level scratches. There were no difficulties encountered when removing the sterile pouch from the box.